Event description:
The event is reported as: the doctor discovered that the content of the product was different than the outer packaging label. The outer box label indicated that product was 5-16037, however, product 5-16137 was in the box which is an et tube, sher-I-bronch, rs, 37 fr. This defect was discovered prior to use on a pt.

Manufacturer narrative:
Product has not yet been rec'd by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.